Manufacturer narrative:
Please note that this device is not available for testing and eval. Additional info received will be submitted within 30 days upon receipt.

Event description:
This pt was diagnosed with a non st elevation myocardial infarction (non-stemi) and a 3.0x18mm cypher stent implanted in a high-grade proximal lad lesion. He was prescribed plavix for 6 months which he discontinued 3 months after the procedure. Approximately 11 months after the procedure, he began to experience severe chest pressure and returned to the hospital, where he was diagnosed with an extensive anterior mi. Angiography revealed a total occlusion of the lad, at the site of the previously placed stent. Treatment included thrombectomy and implantation of a taxus stent. Post-procedure, he was transferred to the critical care unit (ccu), where he developed hypotension. He returned to the cath lab in cardiogenic shock related to anterior mi. Angiography revealed the mid-lad was totally occluded with thrombus, another taxus stent was implanted. He returned to the ccu but his blood pressure continued to drop, despite supportive measures. He subsequently went into cardiac arrest and died the same day.